Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the foreign material found on the inside of lg lens has stain and could not be specified and a definitive root cause cannot be identified. The investigation also found that there was corrosion around the left-arm and the adhesive between distal end and z-block was cracked and had a gap. However, based on the information obtained from the investigation result, a root cause and occurrence cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the investigation, and the additional findings, the user may detect the events by handling the device according to the following instruction for use (IFU): - inspection of the endoscope. The user may reduce/prevent occurrence of the event by handling the device according to the following IFU. - do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the duodenovideoscope had a broken distal forceps elevator. It is unspecified when this issue occurred. There were no reports of patient harm.